Event description:
It was reported to philips that the system was not starting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was not starting up. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the system was not starting. To resolve the issue, the rse instructed the customer to toggle the panel switches off and on. After repairs the device returned to good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.